Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 377730, lot# v285660, implanted: (B)(6) 2011, product type: lead.

Event description:
A consumer reported that patient was experiencing shocking. The implantable neurostimulator (ins) was not stimulating well and the patient lost control of her muscles. They went to see their healthcare provider and a short in the lead was found. The patient did not use the system anymore after that. It was shocking and causing severe muscle spasms of the back and legs. Those symptoms resolved when the device was turned off. The shocking was so strong that the patient had to sit in a car seat because they were being thrashed backward and forward. The consumer wanted the device removed. The indication for implant was degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.